Manufacturer narrative:
Citation: luc, j et al. Aorto-right atrial fistula after sutureless valve implantation. Can j cardiol. 2017 jan 20. Pii: s0828-282x( 17)30013-2. Doi: 10.1016/j.cjca.2017.01.009. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 70 year-old female patient with severe bicuspid valve aortic stenosis who underwent implant of a 23 mm medtronic freestyle (serial number not provided). Nine years following the implant, degeneration of the valve was noted resulting in severe aortic bioprosthetic insufficiency. A redo aortic valve replacement (avr) was performed and supra-annular debridement was undertaken to remove the subcoronary bioprosthetic tissue from within the aortic root. A non-medtronic sutureless valve was implanted. Transesophageal echocardiogram (tee) revealed a 3 mm aorto-right atrial fistula creating a continuous flow jet. An attempt to close the fistula with a percutaneous occluder was unsuccessful. A subsequent avr was performed to replace the valve with a non-medtronic stented valve. The fistula was resolved. No additional adverse patient effects were reported.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.